Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alerts were triggered due to short v-v intervals, non-sustained episodes of oversensing, and high/undefined pacing impedance. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed to turn off high voltage therapies and put device into vvi mode.